Event description:
The patient had not felt any stimulation since implant. Impedances ranged in the 7,000's. Revision surgery was planned in order to check all connections. Further information is being requested at this time.

Manufacturer narrative:
(B)(4).